Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that on the day prior to the call, the customer had a blood glucose level over 500 mg/dl. The caller also reported that the customer had recent blood glucose levels up to 600 mg/dl, which were treated with manual injection. Blood glucose level at the time of the call was 361 mg/dl. During troubleshooting, the insulin pump did not show any sign of malfunction. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The insulin pump was received with broken belt clip rails, scratched case, pillowing keypad overlay and minor scratched lcd window.